Event description:
Information received on (B)(6) 2020: on (B)(6) 2020, the patient came in and is having the antibiotic spacer explanted and is having new hardware implanted.

Manufacturer narrative:
Batch review performed on 11 march 2019. Lot 123205: (B)(4) items manufactured and released on 14-nov-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: 4 years and 9 months after primary tkr the insert fixation screw got loose in the joint. It was immediately removed in an open revision surgery that also allowed articular surface inspection. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
Revision surgery performed due to inlay locking screw unscrewing 4 years and 9 months after primary. The inlay has been changed and the screw was not used during the revision.